Manufacturer narrative:
On 09/17/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/17/2015 a medtronic technical services representative, reviewing a video of the flickering behavior, reported the entire monitor was not flickering, just the quadrants in the navigation screen. On 10/13/2015 a medtronic representative, following-up, reported the navigation system was fully functional after part replacement. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, both monitors on the site's navigation system were intermittently flickering black before regaining functionality. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that parts were not replaced on system as the system was still fully functional.